Event description:
Healthcare professional reported injecting a patient with 0.1cc of juvéderm® voluma¿ xc and experienced small and red bumps in the mid face after two weeks. After, six weeks, patient developed hard, bilateral, inflammatory nodules. Later, hcp was able to aspirate pus from all but one of the nodules and those nodules have since either fully resolved or mostly resolved. Remaining nodules was sent to ER for incision and drainage. Patient was treated with 100mg of doxycycline and a higher dose of hyaluronidase. "Nodule is deeper than the others and is much more painful. Originally it was minor compared to the other nodules, but it has grown in size significantly and is currently worse than the others ever got." Symptoms are on-going.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.